Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 174, 203 and 219 mg/dl. The customer's expected fasting blood glucose test result range is 94 - 117 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 187 mg/dl using trueresult meter and 236 mg/dl using trueresult meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/17/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Meter memory was not set with date and time correctly. Customer administers insulin on blood result above 200 mg/dl and that his blood results are increasing recently.